Event description:
According to the reporter: tip of trocar broke off. Was there was no patient injury.

Event description:
According to the reporter: the trocar tip disengaged into the patient and was not retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/23/2015.